Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #:(B)(6). H3: analysis of the returned wireless recharger (wr)(s/n: (B)(6) found that the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that recharger is not turning on. The recharger is not holding the charge. The recharger lies on the charging dock for hours, however, when you turn it on, it does not turn on, no lights come on, as if it were not charged. Unknown cause. Material replacement carried out. Issue resolved. Will be returned.